Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to styrker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (user related) and product code lxh.

Event description:
User related. It was reported that "during tka surgery, the surgeon somehow let go of the headed fixation pin into the tibial canal out of hand. The pin could not be retrieved although attempted, thus the wound was closed with the pin in the canal."